Event description:
It was reported that the patient had no stimulation sensation following a fall (details of which were not reported). It was noted that prior to the fall, the patient felt stimulation at 3.0 volts on all 4 programs, post fall the patient had the stimulation turned up to 8.5 volts on all 4 programs but did not feel stimulation. Impedance measurements showed no issues. Fluoroscopy showed that the lead did not migrate. Additional information was requested for further interventions/treatments performed and patient outcome from event.

Manufacturer narrative:
Lead model 3889-28, lot #v741113, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial #(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had fallen 3 times. After the third fall, she woke up with her back against the washing machine and was sitting on the floor. At that time, she could no longer feel stimulation. The patient tried to reprogram at home without success. The patient was unable to void and was back to catheterizing 3 times per day. A pelvic x-ray showed the lead well placed in the right s3 sacral foramina and was not in a different position than it was on intraoperative fluoroscopy. Each of the four "leads" were tested individually and multiple combinations of each of the 4 "leads" were tested but no stimulation was achieved even at maximum levels. The implantable neurostimulator was explanted and the lead was tested with an external neurostimulator. The patient had no motor or sensory response with external neurostimulator and left-sided lead. Fluoroscopy confirmed the lead to be in the normal location. The left lead was removed in its entirety. The decision was made to proceed with a lead placement on the right side and reconnect the new lead to a different battery. The patient felt stimulation with testing of each of the 4 "leads". "Leads" 1 and 2 were at very low amplitude. The lead was then tunneled into the pocket and was connected to the a new implantable neurostimulator. Impedances were between 50 and 4000 ohms. The wound was irrigated and closed. The patient tolerated the procedure well and was transferred to recovery in satisfactory condition. Three days post op the patient felt chilled without a temperature greater than 100 degrees. Microhematuria was noted. The patient was given 3 days of levaquin and was to follow up as scheduled. The physician indicated the event as being a serious life-threatening injury / illness and that the patient recovered with sequela (as the patient needed surgery).

Manufacturer narrative:
Lead model 3889-28 lot# v741113 explanted (B)(6) 2012.